Manufacturer narrative:
Unit had unresponsive all buttons due to flattened (creased) buttons dome switch. Unable to perform displacement test rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive all buttons. Used keypad test to perform download. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for prime/fill anomaly complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, partial broken reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to confirm prime/fill anomaly due to unresponsive buttons. Unresponsive all buttons due to flattened (creased) buttons dome switch confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly. The customer stated insulin squirted out of the device and the issue remained unresolved. The insulin pump will be returned for analysis.